Manufacturer narrative:
(B)(4).

Event description:
The physician used an in.pact admiral paclitaxel eluting pta balloon catheter to treat a lesion in the right sfa/popliteal. The lesion was described as not tortuous, typical sfa, multiple stenosis ranging 50-70% covering approximately 10-12cms length. No damage evident to the sterile packaging of the device prior to opening. The device was inspected prior to use with no issues noted. The in.pact admiral performed as intended during use and was used as per the instructions for use. During the procedure the patient complained of pain when the balloon was inflated. The balloon was deflated as normal and patient's pain began to increase and increase to the point where he was in agony within 5 minutes. Shortly after the case a rash developed exactly where the balloon had been inflated measuring just over 120mm's and spread evenly across the right thigh, 5-6cms. The patient was treated with steroids, fluids and antihistamine and monitored overnight. The relationship was clear to the physician between inflation of the dcb and the patients increasing pain almost immediately after deflation of the device. Following the index procedure right below knee amputation was carried out which was expected after the rate skin degradation on the foot.